Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11644. It was reported the pt had not charged his ipg for about a year. The pt reported his stimulation was not effective prior to discontinuing the use of the system. The ipg was unable to be located with external devices. The pt requested for the scs system to be removed.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.